Manufacturer narrative:
(B)(4). Medical product - oxf anat brg lt lg size 4 PMA, item 159555, lot 134240. Therapy date - unknown. Medical product - oxford cementless tibia e lm , item (B)(4), lot r3050468a. Therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported that patient underwent left knee arthroplasty due to left knee medial osteoarthritis. Subsequently, the patient experienced popping/clicking with pain in the operative knee.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.